Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and the implantable cardioverter defibrillator (ICD) and lead were removed. Review of the manufacturer¿s data base revealed the patient is deceased. Additional information was requested and the primary cause of death was listed as (B)(6) and the secondary cause was pulmonary valve endocarditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.